Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. There was blood inside the device. There were numerous kinks throughout the shaft of the device. Functional testing was performed by placing the device in the angiojet console. Functional testing consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy mode. The device ran within normal range (10.35 kpsi) with no issues, errors or alarms; however, the shaft was leaking. Microscopic examination of the shaft revealed that there was a hole in the shaft 70cm distal of the strain relief at a severe kink. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on device analysis completed on 14mar2018. It was reported that there was an error message and hemostatic valve was broken and leaking. An angiojet® solent¿ omni catheter was selected for a procedure. During the procedure, the catheter worked for 330 seconds. The hemostatic valve was fractured and leaking. There was an error message. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, device analysis revealed a hole in the shaft.